Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "before intubation, put air in the cuff and check that it swells. After intubation, even if the operator put air in the cuff, it did not go in." There were no patient harm/adverse event reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-05569 for details pertinent to this event.